Event description:
It was reported, "vertical shell pictures resulted in dislocation. Doctor proceeded to mdm."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.